Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 1 and prior to the error, was reading inaccurately high. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The issue with the "error 1" error message occurred on (B)(6) 2011 at an unspecified time. Per the onetouch ultralink's owner's booklet, an "error 1" error message may mean a problem with the meter. The patient stated that she manages her diabetes with an unknown type of insulin using an insulin pump on a sliding scale. The patient also stated she suffers from post traumatic stress disorder (ptsd). At an unspecified time in the evening on (B)(6), the patient claimed she had a panic attack because she felt her blood glucose was getting low, she went to test on the subject meter when it displayed the error 1 message. The patient denied experiencing any other symptoms of hypoglycemia. The patient stated she drank 2 glasses of grape juice and called the mayo clinic who advised her to go to the emergency room (ER) due to the anxiety. The patient denied receiving any treatment while in the ER. It would have been helpful to know if a blood glucose test was performed in the ER and what the reading was since she self-treated herself earlier. At the time of troubleshooting, the cca noted that the issue regarding error 1 was previously documented on (B)(6), and replacement products were already sent to the patient. The patient indicated that the nurse called lfs on (B)(6) 2011 to report the issue. The subject meter has been returned and evaluated by lifescan product analysis on august 01, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have eeprom u6 failure. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient was admitted to the ER for a non-diabetes related health condition and was not treated for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved. Emdr is submitted under (B)(4).

Manufacturer narrative:
The subject meter has been returned and evaluated by lifescan product analysis on august 01, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have eeprom u6 failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.